Event description:
It was reported that when connecting the pump to the system controller to do the test run, the controller display was blank and there was no audio or visual message. The controller was not used and exchanged for a new one. The expected alarm did not occur.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.